Manufacturer narrative:
The component codes fiber and cap refer to the results code thermal problem. Fiber analysis: the fiber, proximal to the metal cap, was found to rotate independently, likely the result of a fiber/glass cap fracture beneath the metal cap. The metal cap was found to be burnt at the proximal end and the outer flow tube was found to be melted at the distal end. Devitrification of the glass cap output window was also observed. Both caps remain attached. The identified issues may activate the laser systems fiberlife function which will modulate the power showing a pulsing beam or the system will revert to standby mode. The fiber issues may also result in a forward-firing condition of the side-firing surgical fiber. The most probable root cause of the device issue was suspected to be related to localized heat accumulation/user handling, due to anatomical/procedural factors encountered during the procedure.

Event description:
It was reported that while using the surgical fiber during a prostate procedure, the fiber did not appear to be firing at full power. The procedure was completed using a second fiber. Patient outcome: "no injury to patient reported."